Event description:
It was reported that a cartridge alarm occurred during insulin delivery. Additionally, it was reported that an occlusion alarm occurred. Reportedly, customer¿s blood glucose (bg) level was "high"; although specific value was not provided. Customer administer a correction bolus and a manual correction injection and changed supplies to address the bg. Customer reverted to an alternate method of insulin delivery.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.